Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty recharging due to the placement location of their implantable neurostimulator (ins). It was noted that the patient was unable to get past 75% full and did have one overdischarge occurrence on their ins due to the difficulty recharging. Review of the clinician programmer statistics showed that the patient was able to get 100% on various charging sessions. The patient¿s physician performed a revision to move the ins to a better location for ease of recharging. If additional information is received, a follow up report will be sent.